Event description:
Needle hub separated from the tubing and wings. Needle at the time of the event was being removed from the lateral port of the life-site device. Nurse placed her finger over the shaft of the needle and needle was removed with hemastat. Pt was treated for an air embolus and transported to hosp. Pt was admitted through ER.